Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor arm cannot communicate with the main arm error and the critical block and inverse critical block did not add to zero error alarms during bolus. Customer blood glucose level was 233 mg/dl. The customer will return insulin pump for analysis.

Manufacturer narrative:
No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm alarms during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.